Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned.